Manufacturer narrative:
Tech found that the power cord had been cut and had wires exposed. Replaced power cord to resolve this issue.

Event description:
Info received that the power cord was cut and had wires showing. No injury reported.